Manufacturer narrative:
Additional information: additional information received indicated that the doctor reported that the intraocular lens (iol) got stuck in the cartridge and did not continue along its path, becoming deformed in the process. There was no contact between the cartridge or the iol and the patient. That methyl was used in the cartridge. The procedure was performed with a sensar type of iol. The below additional code was added based on the new information received: section h6: device code(s): 2983 - mechanical jam. Corrected data: the following fields were corrected based on the above additional information received: section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to oct 25, 2024. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Device evaluation: customer photos were provided and evaluated. The photos display the suspect lens and original lens folding carton. The lens can be observed to be torn and damaged with one haptic detached. No issues were found with the packaging. Due to no product received, no further evaluation could be performed and no further issues could be identified. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The account provided photo of a damaged lens. It was indicated that when the surgeon tried to use the monofocal intraocular lens (iol), it was ¿petrified¿. The extent of patient contact is unknown. No further information was provided.